Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and that the device did not alarm no delivery. The customer's blood glucose level was 401 mg/dl. The customer's symptom included nausea. The customer treated with the insulin pump. The customer removed the infusion set and found a bent cannula. The customer received the tubing clamps and performed the high pressure test which passed. Nothing was replaced or returned for analysis.